Event description:
It is reported that the pt was revised due to loosening.

Manufacturer narrative:
Eval summary: primary operative notes were unremarkable. Office visit notes on (B)(6) 2008, noted that x-rays appeared as if everything was well fixed. Revision operative notes noted that the stem was easily removed. Cause cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.